Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed. There are no previous complaints on this device. The event log was pulled for review, and multiple lines contained alarm code 02 sub code 44. This line indicates a motor open, motor delay issue. The reported system error is confirmed.

Event description:
On 10/12/2022, infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Device was returned.